Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat an eccentric left coronary artery (lcx) #11 lesion with 90% stenosis, heavy calcification, and moderate tortuosity. Three low speed treatments were performed. Intravascular ultrasound (ivus) was used after each treatment to observe the lesion. After the third treatment, a perforation was observed at the branch section. The physician attempted to use a grafmaster, however, a guide wire at the lcx had been removed by that time. The graftmaster was implanted towards the left anterior descending artery (lad) and blood flow was stopped towards the lcx. Pericardial drainage was performed and an intra-aortic balloon pumping was performed. A va-ECMO was implanted and the patient was admitted to the intensive care unit (ICU). The day after the procedure, the patient's heart rate and oxygen saturation (spo2) was noted to be decreasing, therefore, an emergency procedure was performed. Ultrasound confirmed pericardial effusion, therefore pericardial drainage was performed. Cag was performed and confirmed a perforation on collateral in the lcx. A coil embolization was performed, but the patient expired.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient arrhythmia, death, hospitalization, hypoxia, obstruction/occlusion, perforation of vessels, pericardial effusion, surgical intervention, and unexpected medical intervention appears to be related to operational context. In this case it is likely that the reported patient arrhythmia, death, hospitalization, hypoxia, obstruction/occlusion, perforation of vessels, pericardial effusion, surgical intervention, and unexpected medical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat an eccentric left coronary artery (lcx) #11 lesion with 90% stenosis, heavy calcification, and moderate tortuosity. Three low speed treatments were performed. Intravascular ultrasound (ivus) was used after each treatment to observe the lesion. After the third treatment, a perforation was observed at the branch section. The physician attempted to use a grafmaster, however, a guide wire at the lcx had been removed by that time. The graftmaster was implanted towards the left anterior descending artery (lad) and blood flow was stopped towards the lcx. Pericardial drainage was performed and an intra-aortic balloon pumping was performed. A va-ECMO was implanted and the patient was admitted to the intensive care unit (ICU). The day after the procedure, the patient's heart rate and oxygen saturation (spo2) was noted to be decreasing, therefore, an emergency procedure was performed. Ultrasound confirmed pericardial effusion, therefore pericardial drainage was performed. Cag was performed and confirmed a perforation on collateral in the lcx. A coil embolization was performed, but the patient expired.